Event description:
On september 18, 2006 the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that her one touch ultra meter was prompting the battery indicator message. According to the owner's manual, the battery indicator would mean that the battery would not provide enough power for a test. The senior medical affairs specialist mailed a letter since the patient could not be reached by telephone. The reporter took the patient to her physician's office as she had been experiencing symptoms: feeling thirsty, being fatigued, and having blurry vision. According to the reporter, the patient had told her that she had administered "one line" worth of insulin. Upon their arrival at the physician's office, a result of 454 mg/dl was obtained on the physician's meter. She was given a metformin tablet at the office. Following the oral medication, a retest was performed and a result of 402 mg/dl was obtained on the physician's meter. The customer care advocate (cca) discovered that the battery had not been replaced per the owner's manual. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient was unable to obtain blood glucose results due to use error, developed symptoms of hyperglycemia, administered insulin without the knowledge of her blood glucose level, tested 454 mg/dl on the physician's meter, received oral medication, and tested 402 mg/dl on the physician's meter after an unspecified amount of time following the oral medication.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.